Event description:
The pt received a full thickness burn to the skin surrounding the incision site, an area of approx 1/2 inch in diameter. The duration of the procedure was reported at approx 3 hours, the time of exposure under the microscope light was reported as 90 minutes. The working distance of the microscope to the incision was reported at approx 12 inches. The intensity of the light setting was reported at 95%. An ioban surgical drape was applied to the incision site preparatory to the surgical procedure.